Event description:
Patient underwent surgical procedure in 2006; the surgeon noted a spinous process fracture occured, and subsequently performed a laminectomy.

Manufacturer narrative:
Device not returned. Unable to obtain additional information from facility. Conclusion: no conclusion can be drawn at this time.